Event description:
It was reported by a patient's mother that after the daughter was playing with large building sticks that have large magnets at the ends, the patient had an unprovoked awake seizure, which the mother had said had not happened in a year. It was reported that the patient felt a tingling in their arm - pointing to her underarm where the generator is implanted, and that the patient "felt funny". The mother stated this was unusual for the patient's seizure behavior. The patient also had a bladder accident with the onset of the seizure which is also no typical for the patient's seizures and usually only happens during the post-ictal period. An additional report was received from the mother stating that the device only went off once like this and that her daughter is now fine. No additional relevant information has been received to date.